Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when water leakage is detected the device cannot be reprocessed therefore the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. It is likely that the peeling adhesive on the objective lens and light guide lens occurred due to use and wear. The foreign material issue is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q290v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the nozzle. There was also peeling adhesive around objective lens and light guide lens. There was no patient involvement.